Event description:
I had essure implanted in (B)(6) of 2013 and became pregnant in (B)(6) of 2013. After three completely normal pregnancies this fourth pregnancy after the essure implants caused major health problems for my unborn child and myself. I experienced increased amniotic fluid that lead to multiple trips to the hospital for contractions leading to the use of medications to prevent early delivery. My unborn child developed a cystic hygroma, heart defects and kidney abnormalities. After birth, his heart conditions remain, however mild he experiences tachypnea, which lead to intubation, and a 40-day nicu stay. He is unable to swallow full feeds at a rate considered average for a child of his age requiring a feeding tube for eight weeks.